Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to resolve the issue by reseating the sterile adapter and re-installing the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted oophorectomy with isolated lysis of adhesions surgical procedure, clinical territory associate (cta) reported to technical service engineer (tse) mid-procedure that they have installed 3 different cameras, and all were showing an inverted image. The customer reseated the sterile adapter and in-installed the scope to resolve the reported problem. The customer was continuing as planned. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved was addressing the adapter issue and re-seating the drape. The inverted view was due to improper installation of the adapter on the carriage. Once the adapter was properly installed, the camera image was no longer inverted and worked perfectly.